Event description:
After the extraction of variax dr, the metal piece was found from the patient body.

Event description:
After the extraction of variax dr, the metal piece was found from the patient body.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed since a metal fragment was sent back for investigation. Based on the available information, it was not possible to determine the definitive origin of the metal fragment. The macroscopic and microscopic investigation results showed that most likely the thread of the locking screw, cross-pin was peeled off and detached in a filamentous form due to collision and friction with a hard object like plate (no bone). Therefore, the root cause for the reported event can be attributed to a user related issue. No indications were found for any design, material or manufacturing related issue.